Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the buttons on the insulin pump were intermittently unresponsive and harder to press a key for the insulin pump to acknowledge the input. The customer did not recall the blood glucose reading or any significant event leading to the keypad issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened act keypad dome. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The keypad connector found close properly during visual inspection.